Event description:
It was reported that the injector needle was hard to open and close. Further, the needle was broken inside the patient in an unspecified case. Additional information has been requested but none has been provided at this time.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additionally, to provide an update to field h3. The subject device was manufactured on may, 2024 based on the provided 3 digit lot information. However, the exact manufacture date is unknown. From the attached photographs, the reported malfunction was nor confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and past investigation results, it is likely that the reported event occurred due to friction resistance has increased between the outer tube and the needle tube due to buckling of the tube. It is possible, a bending force might have been applied to the tube when the device was inserted into the endoscope, removed from the sterile package or during pre-inspection. However, a specific root cause of the reported event could not be determined. The event can be detected/prevented by following the instructions for use which state: "the operator of this instrument must be a physician or medical personnel under the supervision of a physician and must have received sufficient training in clinical endoscopic technique. This manual does not explain or discuss clinical endoscopic procedures." "Before use, inspect the insertion portion and the tube for damage. Do not use the instrument if either component is crushed or excessively bent or any other damaged has been detected. Confirm that the needle can be smoothly extended from and retracted into the tube. Do not use the instrument if it cannot be operated smoothly. Otherwise, the needle may not properly extend from and/or withdraw into the sheath. The extended needle could cause perforation, bleeding, mucous membrane damage or inflammation of tissues, and/or damage the endoscope. If needle operation is lost or becomes difficult during a procedure, stop the procedure immediately and withdraw the needle and the endoscope from the patient." "Before use, confirm that the needle and the insertion portion are not damaged. If any abnormalities such as significant deformations or excessive bends are found, do not use the instrument. Otherwise, it may cause perforation, bleeding, mucous membrane damage. "Do not insert the instrument into the endoscope unless you have a clear endoscopic field of view. If you cannot see the distal end of the insertion portion in the endoscopic field of view, do not use the instrument. This could cause patient injury, such as perforation, bleeding or mucous membrane damage. It may also damage the endoscope and/or instrument." "Confirm that the needle extends in the endoscopic image are normal. If any abnormalities are found, do not use the instrument. Otherwise, it may cause perforation, bleeding or mucous membrane damage." Olympus will continue to monitor field performance for this device.